Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the receiver displayed a firmware error. There was no report of injury or medical intervention. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver failed to charge and reboot it was stuck on initializing screen. The receiver log could not be downloaded for evaluation because the receiver was stuck on initializing screen. The reported event of a firmware error was not confirmed. A root cause could not be determined post investigation.